Event description:
It was reported through stryker facebook page: full knee replacement 2 years ago and it still hurts. Surgeon just keeps x-raying and saying nothing is wrong with it.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.